Event description:
Report received of an under-delivery. The customer contact reported the pump was programmed to deliver an unspecified volume of an unspecified IV solution contained in a 1-liter bag. After an unspecified length of time, it was reported that the pump alarmed that the infusion was complete. Upon nursing assessment, it was reported an unspecified volume of IV anticipated. The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse patient effects. Though requested, no additional information was provided.